Manufacturer narrative:
Batch review performed on 12 april 2022. Lot 172763: 50 items manufactured and released on 20-sep-2017. Expiration date: 2022-sep-08. No anomalies found related to the problem. To date, 49 items of the same lot have been sold with no similar reported event since 2018. Additional implant involved: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot. 176177. Batch review performed on 12 april 2022. Lot 176177: 75 items manufactured and released on 29-dec-2017. Expiration date: 2022-dec-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event since 2018.

Event description:
Revision surgery performed 3 years and 8 months after the primary surgery due to instability on the medial part and loosening of the tibial plate. Instability of the knee with laxity on the medial part and loosening of the tibial plate. Insert and tibial tray revised and tibial wedges and extension stem added.